Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device delivered an inappropriate shock due to supra ventricular tachycardia (svt). Reprogramming was performed to help the device discriminate between svt and ventricular tachycardia (vt) rhythms. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.